Manufacturer narrative:
If additional information is received, a follow-up report will be submitted.

Event description:
On 11/16/2017, neotract was notified that a patient had been admitted to the hospital for abdominal bleeding after the urolift system procedure. Approximately 3 days before the urolift system procedure, the patient experienced shortness of breath and was admitted to the emergency room where he was given morphine and aspirin. He was ruled out for myocardial infarction and sent home. On (B)(6) 2017, the patient underwent a urolift system procedure with three implants placed on the left side of the prostate and two placed on the right side. There were no operative complications. During micturition under monitored care, the patient experienced dizziness and lab tests indicated a decrease in hemoglobin level. On CT scan, an active peritoneal hematoma was identified. The patient required multiple transfusions. He was taken to the or where the hematoma was evacuated. An artery on the pelvic side wall was fulgurated and oversewn. The bleeding resolved and the patient was discharged within days. A follow-up visit on (B)(6) 2017 confirmed that the patient remained stable with mild tenderness and fatigue. In addition, his urinary symptoms were improved.